Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient was "not having that big of a problem yet." It was further noted that the patient thought there was something wrong with their device and that they did not feel stimulation. It was further reported that the patient was getting the poor communication screen on her programmer.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved.

Manufacturer narrative:
Product ID: 3889-28, lot# v621112, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).